Manufacturer narrative:
A device history record review was completed for provided material number: 310205 and lot number: 240320. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures and one (1) physical sample were received for evaluation by our quality team. Through examination of the picture samples, a hair was observed, confirming the reported defect. However, the physical sample did not show any hair. It is possible that the hair became loose at some point during shipment and transportation. It is most likely that this incident resulted from a failure in good manufacturing practices (gmp). However, this is a very unusual incident as bd keeps foreign matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are followed. Air is continuously filtered, air pressure is higher in controlled areas to reduce contamination, double doors are used to access the room, access is restricted, special clothes are mandatory for those who enter, and personnel receive routine training courses on gmps. We would also like to inform you that in november 2024 (after the affected needle was manufactured) a new hair protection process was implemented, to help reduce this potential defect from occurring. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles hair in package. The following information was provided by the initial reporter: the customer suspects that there was a beard hair in the sterile packaging. Before use.